Event description:
In 2003, while using the sound processor, the pt reportedly experienced an overly loud sensation followed by no sound. The pt was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.